Event description:
Event description guidant received information that, approximately 35 months post-implant, this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) and was thus explanted. It was noted that, when the physician removed the device from the pocket, the header of the device was almost completely detached.